Event description:
It was reported approximately two weeks post implant that the patient developed an infection. The white blood cell count was elevated, the device incision became red and the patient had a fever. A sternotomy was performed, the implantable pulse generator (ipg) system was removed and a drain was used. Cultures were taken. Bacterial and fungal organisms were suspected. Medication was also administered. The ipg system was replaced approximately two weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.